Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, description: patient interface nim 4.0, serial no. Unknown. H6: img g02005 is applicable to product ID: nim4cpb1, description: patient interface nim 4.0, serial no. Unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during fess procedure, the pi box was not connecting for neither wireless and wired connection. There was no patient injury. Troubleshooting was done, the site docked the pi box and got connected, but only showed a status of 8% and also displayed a yellow box around the connection status.

Manufacturer narrative:
B5: additional information received. H6: code updated, previously submitted code fdc d16 is no longer available for patient interface and nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received the procedure was completed with the reported product.